Event description:
The pt received emergency room treatment for elevated blood glucose levels two times the same month in 2009.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed.